Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced pairing failure between a dexcom g7 sensor and the ilet, with the sensor failing to connect until guidance was provided to cycle g7-g6-g7 and enter a new pairing code, after which the sensor entered pairing mode and warmup displayed four minutes. Symptoms included hyperglycemia when the sensor was not connected to the pump, which resolved after connection. Outcomes included transient loss of automated insulin dosing due to lack of cgm data and subsequent recovery once pairing steps were taken. Investigation included technical troubleshooting and user education on proper pairing and code entry. Investigation of this case revealed a pairing failure between the cgm and the ilet consistent with a communication or setup issue, with no evidence of device malfunction once proper pairing steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm pairing.